Event description:
It was reported that the ilet charging pad did not illuminate or charge the pump when the pump was placed on it, while alternative charging pads successfully charged the device, indicating a charging problem associated with the battery charger component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a power source problem consistent with a charging fault and traced to the battery charger component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.

Manufacturer narrative:
Initial.